Manufacturer narrative:
H3, h6: the ssd was returned for product analysis. The ssd was tested and upon first boot, the grub menu was displayed. The representative pressed enter and proceeded to boot to login screen. The representative pulled logs and attached them to fdr. The cause was a corrupted os. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0; product ID: 9736113, software version: 1.0.5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Logs did not capture any abnormalities related to the no video detected issue on the reported date. Logs did not capture any core files or segfaults on the date of issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this software analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Logs were reviewed and captured the segfault in libpanel-applet-4.so.0.1.1, on (B)(6)-2020, outside of the date of issue. This issue was documented in medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the grub menu issue through log analysis. Logs captured improper shutdown on the date of issue in microscopecommsservice.log. Improper shutdown might have led to grub issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The issue was confirmed and the solid state drive was replaced. The system then passed checkout. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout d10: the solid state drive was returned. Analysis has not been completed at the time of this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: ssd 9735999r with s8 os s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after loading a study onto the system for a case the site reported that it "crashed". When the site tried to power the system back on the power buttons were blinking and the main monitor displayed "no video detected". Technical services (ts) had the site do uninterruptible power supply (ups) reset but then the grub menu appeared. The site could not find the keyboard to get through the grub menu. A manufacture representative at the site performed troubleshooting. Upon boot up and rebooting the system went to the black screen with the white cursor. Ts had him follow the steps of the grub menu and we were unable to fix or ignore the errors. No patient.